Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this device system, a message stating "check atrial lead" was presented. Technical services was consulted and discussed that the lead message was due to an out of range atrial impedance measurement. The health care professional (hcp) reported not viewing an out of range measurement, however, atrial lead impedance measurements were varying, from 400 ohms to 500 ohms, therefore, it was assumed that the out of range measurement was for a low impedance reading. All other lead measurements were reportedly within acceptable limits. The hcp was to continue monitoring the system. To date, no adverse patient effects were reported as a result of this clinical observation.